Event description:
During an in-clinic follow-up, oversensing due to noise was observed on the right ventricular (rv) channel of the device. Lead damage was suspected but was not confirmed. No intervention has been completed at this time. The patient was stable with no consequences.